Manufacturer narrative:
One level 1 hotline low flow system was received with a wear and tear damaged block assembly which was leaking. A visual inspection was conducted, the tank was filled with water, a temp check was attached, the in line cord was plugged and the warmer was turned on. No alarms sounded unless they were triggered to test if they worked. The reported water level alarm could not be replicated, but the device leaked at the block assembly. The block assembly was replaced to resolve the issue.

Manufacturer narrative:
Device evaluation in progress.

Event description:
An out of box failure was reported; the level sensor kept alarming even with water in the tank. No patient injury or complications were reported in relation to this event.